Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
The patient was previously implanted with a two (2) bifurcated stent grafts, a suprarenal stent graft extension and a limb stent extension to treat an abdominal aortic aneurysm (aaa). Approximately three (3) years post implant, a routine follow-up CT revealed an enlarging aaa with no identifiable leak. The patient was relined with a non endologix device (gore excluder) on (B)(6) 2018. The patient was reported in good condition post-secondary procedure.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following observation of an indeterminate endoleak. Event relatedness and procedure related harms cannot be determined. The final patient status was reported in good condition post the secondary procedure. Contributing factors include the following: device-related due to strata material; anatomy-related due to tortuosity of the right iliac artery and presence of patent lumbar and inferior mesenteric arteries; and user-related due to the off-label conical neck. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Device code - remove 1354, result code - remove 3233, conclusion code - remove 11.

Event description:
Additional information received per clinical assessment confirming that an endoleak (at an indeterminate origin) was also present at the time of the reported event.